Event description:
It was reported that the customer had trouble with the sensor. Customer started the new sensor in the pump and received a lost sensor alert. Customer had a retracted sensor. Customer can see the sensor but it is squished up. Customer will return the sensor for analysis. No further assistance needed.

Manufacturer narrative:
Findings: reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). One of 3 failed per spec. Due to found sensor cannula retraced through the other side of sensor base with cannula broken and still attached to the tubing. Unable to confirm cust received sensor damage due to cust returned opened/used. Two remaining sensors passed perspec. With accurate readings.